Event description:
Rods and screws were implanted in rptr's back. She has had pain ever since, has been on pain medication, has had weakness, headaches, stiffness, constant hip pain. Limping, shakiness in body. She is very tired of the severe pain in her body which is affecting her legs and feet. The pain is terrible, she can't do things she used to do, can't take of her house or yard anymore due to her condition.